Event description:
It was reported that when the user attempted to resume use of the ilet after a period off-therapy, the device displayed ¿unable to proceed¿ at power-on and then presented an alert 41 indicating an insulin absolute range error; clearing the alert and attempting a change cartridge and tubing sequence again resulted in an ¿unable to proceed¿ message, and a replacement device was shipped. Symptoms included no adverse clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included guided troubleshooting with a restart and workflow attempts through device settings. Investigation of this case revealed the device continued to generate the absolute range error and block infusion setup despite clearing the initial alert. It was concluded that the event was related to a device hardware or sensor range fault that prevented safe insulin delivery, and device replacement was warranted.